Event description:
It was reported that "clinicians noted what looks to be permanent discoloration of the skin on the patients back in the same shape as the ECG pad used during surgical procedures. Skin is not raised."

Manufacturer narrative:
At the present time, we have been trying to contact the facility to obtain additional info regarding this complaint. It is unknown if the device is available for investigation. When our quality engineer has finished this investigation, we will file a supplemental report. I am also including the reporting facilities medwatch report.